Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had a blue screen error and was unable to boot into windows. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) had a blue screen error and was unable to boot into windows. Technical support (ts) had them try hdd troubleshooting, but the cns was unable to boot with either of the hdds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: next gen net konnect (ngnk) remote network system (rns): model #: ngnk-6803t, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #:(B)(4), returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-3552a, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) had a blue screen error and was unable to boot into windows. Technical support (ts) had them try hdd troubleshooting, but the cns was unable to boot with either of the hdds. No patient harm was reported. Investigation summary: the issue was confirmed by nk tech support and duplicated at the repair center. Evaluation showed both hard drives (hdds) had failed and the motherboard was determined to be defective. The hdds were almost 5 years and have not been replaced. The motherboard part number was no longer available, so the repair center recommended a unit exchange. The device was installed on (B)(6) 2020. The failure was caused by hardware component failure. Wear and tear is likely to be a contributing factor. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025: emailed the bme for all items under the no information list: the bme gave a list of possible devices that are watched on the cns. However, they did not know exactly which monitors were being watched when the cns error occurred. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: next gen net konnect (ngnk) remote network system (rns): model #: ngnk-6803t. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-3552a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had a blue screen error and was unable to boot into windows. No patient harm was reported.